Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found by a family member at home unresponsive with the lvad on, no alarms sounding, and all equipment connected properly. The lvad was reported as functioning as expected. The patient was pronounced dead at the scene. The patient's family reported that the patient was in good health but had been suffering from depression. The cause of death is unknown, an autopsy will not be performed, and the pump was not explanted. None of the patient¿s external equipment will be returned, and no log files are available.

Manufacturer narrative:
Approximate age of device ¿ 4 months. A full evaluation of the device could not be conducted because it was not returned by the hospital. A direct correlation between the device and the patient¿s outcome could not be determined. The vad coordinator reported that, "unfortunately the family member that found the patient was very emotional and had trouble answering any questions...the patient had been suffering from depression and there is speculation he may have ended his life but without an autopsy that is only speculation...the family wanted this behind them as soon as possible and did not want any answers." A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.